Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record review of lot 17361327 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. The hemostatic valve of the preface sheath completely came off . The issue was resolved by reconnecting the hemostatic valve. The procedure was completed with no patient consequence. The hemostatic valve detachment is assessed as a reportable malfunction as there is potential for bleeding or air embolism that might require additional intervention to prevent serious injury or death.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. The hemostatic valve of the preface sheath completely came off. The issue was resolved by reconnecting the hemostatic valve. The procedure was completed with no patient consequence. The returned device was visually inspected upon receipt and a bump was observed near the holes area. The brim cap was received snapped to the unit. Reddish brown material residues were observed during an initial visual inspection. A functional analysis was performed introducing a lab sampler vessel dilator several times through the sheath and the brim cap. During this procedure, the brim cap and gasket remain snapped. The same result was observed when a catheter was introduced through the sheath. In addition, the brim cap and ring hub outer and inner diameters were measured and were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The DHR review was extended to the molded cannula and no anomalies were found. The customer complaint cannot be confirmed. The root cause of the bump observed cannot be determined.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/3/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).